Event description:
During a cardiopulmonary bypass procedure, the central control monitor of the heart lung console failed and would not restart. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the patient as a result of this event.